Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for follow-up exam, premature battery depletion was observed. Session records were requested for further investigation. No further information was available.